Manufacturer narrative:
Although the complaint device has yet to be received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by an off-angle/axis insertion into the bone hole. Off angle/axis insertion is most likely the cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment during anchor/ bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture, and/or inserter tip may become damaged. It is also possible that the incorrect drill bit (smaller than 2.9mm) was used in this procedure. The recommended bit is the mitek 2.9mm drill. The rationale is that anything smaller than a 2.9mm bit in "healthy" bone would subject the inserter to side loads of more than 24lbs as the anchor makes its way through the cortical layer. The 24lbs is the upper range of the inserter capability when subjected to side loads. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than user technique, an additional follow-up report will be filed.

Event description:
The rep is reporting that during insertion, the inserter tip broke off in the anchor in the glenoid and remains therein. The surgeon continued with the case and completed the repair without further incident or harm to the patient.